Manufacturer narrative:
Evaluation by engineering could not determine the root cause of the fracture. Review of manufacturing history records found a total of 10 pieces of this lot were released for distribution on (B)(6) 2013 with no deviation or anomalies. A two-year complaint history review did not reveal any previous reports of fracture for this lot. Further review of all part numbers in the 39-pa-xxxx family of reform polyaxial pedicle screws did not identify a trend for reports of fracture. Device fracture is a known risk of this procedure. Associated instructions for use (IFU), lbl-IFU-011 reform pedicle screw system states under possible adverse effects: "7. Device component fracture" and under warnings: "3. Potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebrae, neurological injury, and vascular of visceral injury."

Manufacturer narrative:
Investigation in process but not yet complete. Upon completion, a follow up report will be submitted. Evaluation in process, not yet complete.

Event description:
It was reported that the patient underwent initial procedure on (B)(6) 2015 utilizing the reform pedicle screw system. Revision procedure was performed on (B)(6) 2015 to address infection. Upon removal of the reform 9.5 x 80mm polyaxial pedicle screw ((B)(4)) from the iliac wing, the head of the screw snapped off. The shaft of the screw was then removed using a power drill with a reverse thread attachment.